Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that camera head cable falls off. This event was found in reprocessing. There was no patient involvement.

Manufacturer narrative:
Updated: h4 the device was not returned for evaluation and the customer's allegation was not confirmed. The device investigation revealed no other findings. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that camera head cable falls off. This event was found in reprocessing. There was no patient involvement.